Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively. The diagnosis was confirmed via ultrasound & MRI. The patient underwent bilateral explantation and replacement with catalog number 3503751bc; serial number (B)(4). On the left side and with catalog number 3503751bc; serial number (B)(4). On the right side on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Manufacturer¿s reference number: (B)(4).